Event description:
It was reported that after the procedure, the battery pack heated up and the casing began to melt. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.